Event description:
It was reported that a crack was observed on the female connector of the dpt during use. No patient complications or injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation.